Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 29. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.